Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2019-00241. It has been reported that the patient underwent a lead revision on (B)(6) 2019. The lead was moved and effective therapy was established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00241. It was reported that the patient experiencing ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the leads were repositioned. Stimulation is not optimal as physician could not place leads left of midline. Further surgical intervention may be pending to address the issue.